Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
Complaint alleged that during a routine shift check by a clinician, the device failed to power on intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.